Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right atrial lead had noise. The lead was replaced and the procedure was completed without any adverse consequences to the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were found.